Manufacturer narrative:
Follow up information was received from the rep who was present in the case. He stated that neither the ball tipped guidewire or reamer were incarcerated in the bone, and that the ball tip just fell off without any significant force. This complaint is still under investigation and the root cause is unknown.

Event description:
Halfway through the procedure while the user was reaming the canal and changing directions, after they had taken the ball tipped guidewire out and back in a couple times, they went to pull the reamer back to take the reamer off the guidewire and the tip separated from the shaft. No extreme force was used. Neither the guidewire or reamer were stuck, the guidewire was just being pulled backwards to pull out to remove the reamer and the ball tip fell off. The ball tip was left in the patient as it could not be retrieved. There was a 15 minute surgical delay to try and retrieve the ball tip which was unsuccessful.

Manufacturer narrative:
Root cause investigation. Follow up information was received from the rep who was present in the case. He stated that neither the ball tipped guidewire nor reamer were incarcerated in the bone, and that the ball tip just fell off without any significant force. Medical oversight review: a medical oversight review meeting was held on august 1, 2024 where the x-ray and case information was reviewed. The medical reviewer identified that there were no evident causes of the ball tip disconnecting from the guidewire shaft due to the patient anatomy or technique used. The medical reviewer also stated that because the ball tip of the guidewire is made of stainless steel, it is not a threat to the patient to have the ball tip left behind in the patient's canal. DHR review: the DHR of the ball tipped guidewires was reviewed and found to be in specification at the time of manufacture and release. It is noted that the construction of the ball tipped guidewire is a two piece construction, in which the ball tip is welded to the shaft. An insufficient weld between the ball tip and the shaft could cause the failure mode observed in this complaint. Returned product evaluation: no returned product evaluation is possible because the ball tip remains in the patient and shaft was discarded. Testing review: the testing for the 2.0mm ball tipped guidewire pn 300782 ball tip break force was reviewed. Tr-2193 demonstrated the peak tensile break force of the ball tipped guidewire from the shaft met the criteria of average peak tensile failure load of 445n (100 lbs) and the lower control limit met the criteria of 356n (80lbs). The tips did not fail after the application of more than 3425n (770 lbs). In this complaint the ball tip fell off the guidewire without a significant application of force, which suggests that the device failure was due to manufacturing, in which the ball tip break force specification was not met for this device as the ball fell off during use. IFU review: the IFU 900356_x states that risks include inability to properly deploy or remove device. The stg for pelvis 900598_a includes instructions to use the flexible burrs or reamer with the appropriate ball tip guide wire. Potential for user error there is no indication that user error contributed to this event. Follow up information from the sales rep present during the case identified that no extreme forces were used, and neither the guidewire or reamer were incarcerated in bone when the ball tip separated, the guidewire was just being pulled backwards to remove the reamer and the tip fell off. Conclusion: the root cause of this complaint is unknown but is potentially due to a manufacturing cause where the ball tip was not sufficiently welded to the guidewire shaft. CAPA-1175 was opened to further investigate this issue and identified root cause and corrective actions.

Event description:
Halfway through the procedure while the user was reaming the canal and changing directions, after they had taken the ball tipped guidewire out and back in a couple times, they went to pull the reamer back to take the reamer off the guidewire and the tip separated from the shaft. No extreme force was used. Neither the guidewire or reamer were stuck, the guidewire was just being pulled backwards to pull out to remove the reamer and the ball tip fell off. The ball tip was left in the patient as it could not be retrieved. There was a 15 minute surgical delay to try and retrieve the ball tip which was unsuccessful.